Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: a faulty cable was causing the abnormal image color. The following non-reportable malfunctions were found during the device evaluation: the circuit of the anti-fog function was faulty resulting in an e104 error. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had an abnormal image color. The issue was found during a therapeutic laparoscopic surgery procedure that was completed with no delay and another similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to faulty cable unit. Olympus will continue to monitor field performance for this device.